Event description:
It was reported that the device had an electrical reset and it was noted that the patient previously had multiple radiation therapy treatments. It was also reported that approximately five months prior, the battery was at 2.9 volts and reached elective replacement indicator (eri) within the next month. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4058m52, implantable pacing lead, (B)(6) 1994. (B)(4).